Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the patient's outcome could not be determined at this time. The instructions for use warns users: improper use of the applicator may result in a falope-ring band being inadvertently discharged into the peritoneal cavity or entrapping the fallopian tube within the applicator forceps tongs." If additional information becomes available at a later date, this report will be supplemented.

Event description:
Olympus was informed that during a tubal ligation procedure, the physician activated the device and before the band could be deployed, the applicator discharged and entrapped the fallopian tube within the applicator. The physician inserted another trocan (trocar and cannula) to release the fallopian tube; however, the action tore the fallopian tube. The device was removed and the physician completed the intended procedure with a ligasure. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device referenced in this report was returned to olympus for evaluation. The evaluation was unable to confirm the reported event of grasper jaw entrapping the fallopian tube. The evaluation found that the ring band was still attached to the applicator. Microscopic inspection under a 10x magnification showed the device to be free of nicks and burrs. The handle moved freely in fire position 1 but there was a slight drag felt in position 2. A functional test was performed by loading the applicator with two ring bands and both bands deployed independently of each other. Based on the evaluation results, the device functioned as intended.